Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: a review of the black box showed a call service 088 alarm had occurred at 03:15 on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and there were no internal defects found. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the same day the patient experienced elevated blood glucose (bg) of 479mg/dl with extreme thirst and nausea associated with a call service 088 alarm. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. The alarm reportedly had not occurred multiple times, and there was no indication of a pump malfunction found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump in not appropriately clearing an alarm.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.